Event description:
On (B)(6) 2012, an unidentified provider/reporter contacted animas on behalf of the lay-user/patient and reported that the patient had "severe lows over the weekend." The reporter had contacted animas via email. According to the reporter, the patient's physician instructed him to lower his basal settings. Multiple attempts by animas to contact the patient for follow-up information have been unsuccessful. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient had suffered "severe lows." However, at this time it is unknown if the pump contributed to the patient's injury since there is no evidence or allegation of a pump malfunction. It is also unknown if the patient truly suffered a serious injury considering no specific blood glucose values, symptoms, or treatment were reported.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing was unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2012 have been overwritten. The black box begins on (B)(4) 2013. Review of the available black box and alarm history show no errors or alarms related to the complaint. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. A 29-hr flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.